Manufacturer narrative:
The associated complaint device was returned and evaluated. Three other jrny ii cr lock fem implant impactors were not returned. Our visual assessment could not confirm the stated failure. The broken pieces did not come from the returned jrny ii cr lock fem implant impactor. The device shows moderate signs of wear/usage. The device was manufactured in 2016. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. A review of the production documentation for the corresponding product contains a correct sample label that does not share this issue. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery on a left knee, plastic piece broke and fell into the patient. Knee was finished with same device.